Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 6f mach 1 cls3.5 guide catheter was able to be engaged in the lad. Dampening of the catheter was noticed. A pt2 guide wire was advanced but was unable to exit the guide catheter due to the kink in the tip of the guide catheter. The devices were removed from the patient. The physician attempted to remove the kink from the 6f mach 1 cls3.5 guide catheter and the catheter broke 10mm from the end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation: no blood or contrast was visible on the device. The distal shaft was separated 1cm from the tip, the separation was very clean with no evidence of tensile overload on or around the surrounding area. Damage was noted to the distal tip, a longitudinal cut through the inner braided area was present along the entire length of the separation. Approximately 1mm of the distal tip, where no braided reinforcement is present, was folded inward to the inner lumen of the guide. No other irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 6f mach 1 cls3.5 guide catheter was able to be engaged in the lad. Dampening of the catheter was noticed. A pt2 guide wire was advanced but was unable to exit the guide catheter due to the kink in the tip of the guide catheter. The devices were removed from the patient. The physician attempted to remove the kink from the 6f mach 1 cls3.5 guide catheter and the catheter broke 10mm from the end. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.